Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged main body. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a peritoneal dialysis (pd) transfer set was cracked. The cracked twist clamp was identified while the transfer set was in use by the patient for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.